Event description:
Baxter's technical service center was contacted regarding a system error 2240 message that appeared on the display of a homechoice machine during a patient's automated peritoneal dialysis therapy. Reportedly, after receiving the alarm the patient cycled the homechoice machine on/off several times and started a new therapy using the same supplies. Baxter's technical service center assisted the patient in ending therapy early. No patient injury or medical intervention was associated with this incident.